Event description:
Contact reports top notch connectors were used to add onto existing construct that contained a broken rod that is not a depuy spine product. The existing rod was connected to a new titanium rod. However, the top notch connectors became loose and the new rod is not fully secured. The rods are still connected in situ and the patients condition is being monitored. See mfg medwatch report no. 1526439-2012-00111 for the other connector that was involved in this event.

Manufacturer narrative:
The device remains implanted and is not available for evaluation. The patient continues to be monitored by the surgeon. The contact reports the concomitant device torque wrench handle functioned as intended and was not at issue. Representatives of depuy spine met with the surgeon to discuss the event. This was a challenging case and due to its complexity, the rod was not completely aligned with the connectors during implantation. Because of this, full contact of the rod to the connectors and rod to the connector set screws was not achieved and the construct was not sufficiently tightened. This resulted in the pulling out/loosening of the connectors. The need for proper alignment of devices prior to final tightening was reinforced with the surgeon. At this time, the complaint is considered to be closed. Device remains implanted.